Event description:
It was reported that the right ventricular (rv) lead had no capture. During the revision procedure, the rv lead could not be repositioned since the active fixation was not working. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analysis noted that the helix would not extend during the time of repositioning the lead due to the helix bent inside the sleeve head. If information is provided in the future, a supplemental report will be issued.